Event description:
An aortic valve was placed in the pt on 12/2/93. The valve was sized and the sutures were placed. When the surgeon seated the valve, it would not seat properly. The valve was removed and a new valve was placed. The rep stated he was not sure if the vavle was defective.